Manufacturer narrative:
Approximate age of the device is 7 months, 24 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient care was transferred to mass. General hospital (mgh) and pump stop was noticed. Patient states he switched out his controller due to a backup battery fault advisory and then switched back to his primary controller to see if it happens again, but the backup battery fault occurred again prompting him to switch to the backup controller. Technical services reviewed the log files and review matches the patient reported information. There were no other unusual events recorded in the log files. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account did not reveal any device related issues and the reported pump stoppages within the patient¿s history were consistent with the driveline being disconnected from the system controller. The account reported that the patient had switched out the system controller due to backup battery faults. The submitted log files confirmed that the driveline was disconnected several times on 07jul2019. The backup battery faults have been addressed. Prior to the first disconnection of the driveline, the file captured the pump operating above the low speed limit. No other notable events were captured and the pump appeared to function as intended. The patient remains ongoing on the heartmate 3 lvas. The heartmate 3 lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function. These documents also outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.